Manufacturer narrative:
Device evaluation summary: the visi-pro device was received with a portion of the stent within a snare and sheath. A second portion of the stent was loose within the pouch. The visi-pro stent delivery system was received with the balloon chamber in a pre-inflation profile; witness marks from the stent crimped on the system were visible. The segment of the stent that was loose within the pouch was examined. The stent cells exhibit elongation and no signs of radial expansion. Radiopaque marker hoops were observed on one end of the loose stent segment. Flat metallic strands were observed entangled with the stent a 10 cc water filled syringe was attached to the proximal hub luer lock on the y-manifold and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal end of the delivery system. The 10 cc water filled syringe was attached to the inflation lumen of the y-manifold and a vacuum could be maintained: indicating no communication between the inflation lumen and environment. A 0.035¿ guidewire was able to be loaded through the distal tip of the visi-pro stent delivery system with ease. The balloon could be inflated: no leaks were noted. The returned ancillary devices were examined: snare kit consisting of snare, snare catheter and torque device; and green support sheath. The green support sheath exhibits accordion folding at its distal end. Attempts were made to advance the snare out of the support sheath: no advancement was made in either direction. Attempt was made to advance the snare catheter out of the support sheath: no advancement was made in either direction. The distal tip was examined: portion of the retrieved stent was visibly protruding from the distal end of the green support sheath. Push and pull forces were applied to the snare wire: no advancement in either direction was obtained. Push and pull forces were applied to the snare catheter: no advancement in either direction was obtained. The distal end of the sheath was examined. Witness marks of sheath support ribbon being removed from the sheath were observed. Permission was obtained to cut the sheath open to remove the stent segment. The sheath was dissected longitudinally at the distal end. Using curved forceps, the stent segment and snare were advanced distally out of the sheath. Seven and half longitudinal stent cells were counted between the two stent segments. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Letter requested.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the visi-pro in the renal artery as per IFU. It was reported one visipro was deployed in the right renal artery. Another was needed to extend distally. Difficulty was encountered when trying to pass the second stent through the deployed stent. The stent had become detached from the catheter and was encroaching into the aorta. It was quickly removed with a snare and the operation was concluded leaving the one stent in situ. No further clinical sequelae reported for this event.